Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, the test measurements involving this implanted system were inadequate and the physician suspected this right ventricular (rv) lead was not properly inserted into the header of a pacemaker. Surgical intervention was performed and the rv lead was reinserted into the header. Afterwards all measurements were normal. The rv lead remains in service and there were no additional adverse patient effects reported.